Manufacturer narrative:
Clinical conclusion: there is a temporal relationship between continuous cycle peritoneal dialysis ccpd therapy with the liberty select cycler and the bradycardia that resulted in the patient¿s hospitalization. However, there is no documentation to show a causal relationship between the bradycardia event and the liberty select cycler. There are patient and pharmacologic factors that could have contributed to the event. The patient had a history of coronary artery disease and some of the patient¿s cardiac medications including metoprolol and amiodarone were discontinued. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During a call by the peritoneal dialysis patient contact for an unrelated customer experience, it was reported that the peritoneal dialysis patient was hospitalized for an unknown reason. On follow up with the peritoneal dialysis registered nurse (pdrn), the pdrn confirmed the patient was hospitalized on the aforementioned date for a blockage in the heart and the patient received a pacemaker. Discharge summary obtained revealed the patient was also exhibited bradycardia prior to the implantation of the pace maker. During hospitalization, the patient was initially maintained on peritoneal dialysis but was converted to hemodialysis due to uremia. The patient recovered and was discharged to continue hemodialysis at a nursing home.

Event description:
Peritoneal dialysis registered nurse (pdrn) reported that the patient presented at the clinic reported abdominal pain and pink effluent and was treated at the with antibiotics at the emergency room and discharged home. Treatment details at the emergency room are unknown and type, dose and duration of antibiotics treatment is unknown. On (B)(6) 2018 the patient returned with no change in abdominal pain. Culture sample taken was negative and the patient was released. Hospitalization was not required. On (B)(6) 2018 the patient reported to the clinic with low urine output. No further information was provided. On (B)(6) 2018, the patient presented again at the emergency room with bloody effluent and vaginal bleeding and was admitted at the hospital. Details surrounding the hospitalization are unknown. The patient was discharged on (B)(6) 2018, no device malfunction was alleged. Additional information was solicited.

Manufacturer narrative:
Clinical conclusion: there is a temporal relationship between continuous cycle peritoneal dialysis ccpd therapy with the liberty select cycler and the bradycardia that resulted in the patient¿s hospitalization. However, there is no documentation to show a causal relationship between the bradycardia event and the liberty select cycler. There are patient and pharmacologic factors that could have contributed to the event. The patient had a history of coronary artery disease and some of the patient¿s cardiac medications including metoprolol and amiodarone were discontinued.

Event description:
Peritoneal dialysis registered nurse (pdrn) reported that the patient presented at the clinic reported abdominal pain and pink effluent and was treated at the with antibiotics at the emergency room and discharged home. Treatment details at the emergency room are unknown and type, dose and duration of antibiotics treatment is unknown. On (B)(6) 2018 the patient returned with no change in abdominal pain. Culture sample taken was negative and the patient was released. Hospitalization was not required. On (B)(6) 2018 the patient reported to the clinic with low urine output. No further information was provided. On (B)(6) 2018, the patient presented again at the emergency room with bloody effluent and vaginal bleeding and was admitted at the hospital. Details surrounding the hospitalization are unknown. The patient was discharged on (B)(6) 2018, no device malfunction was alleged. Additional information was solicited.